Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report a reactive (positive) atellica im toxoplasma igg (toxo g) result for a patient sample that was considered discordant with the negative result from an alternate method. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive." Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a reactive (positive) atellica im toxoplasma igg (toxo g) result for a patient sample that was considered discordant with the negative result from an alternate method. The initial result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant reactive atellica im toxoplasma igg (toxo g) result.

Manufacturer narrative:
The initial MDR 1219913-2022-00348 was filed on october 05, 2022. The MDR 1219913-2022-00348 supplemental report 1 was filed on october 31, 2022. An outside of the united states (ous) customer contacted the siemens customer care center to report a reactive (positive) atellica im toxoplasma igg (toxo g) result for a patient sample that was considered discordant with the negative result from an alternate method. November 02, 2022 additional information: the customer did not have the minimum 1 ml of sample volume sample required for further testing. Siemens healthcare diagnostics investigated. The customer did not provide calibration data or quality control (qc) data but stated the calibration was valid and qc recovery was within ranges. There was not sufficient sample(s) volume available to be sent to siemens for further evaluation, and heterophilic blocking tube (hbt) and/or non-specific antibody blocking tube (nabt) testing was not performed at the customer's site. The customer could not provide the total number of negative results with toxo g lot 280 and specificity for the site could not be calculated. The total initial relative specificity of 3 studies as described in the atellica im toxoplasma igg (toxo g) instructions for use (IFU) 10995430_en rev. 03, 2022-05 is 98.6 %. The review of patient field data showed lot 280 recovery of interpretation ranges are similar to other lots for toxo g. Based on the available information atellica im toxoplasma g lot 280 is performing as intended and no product performance issue has been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The initial MDR 1219913-2022-00348 was filed on october 05, 2022. An outside of the united states (ous) customer contacted the siemens customer care center to report a reactive (positive) atellica im toxoplasma igg (toxo g) result for a patient sample that was considered discordant with the negative result from an alternate method. October 07, 2022 additional information: the instrument was not serviced by a third party. Section d8 was updated with the information. The sample type is serum. The quality control (qc) was in range at the time of the event. Siemens reviewed the smart remote services (srs) patient data from september 01, 2021 to october 06, 2022 for reagent lot 280 and the interpretation of results was similar to other lots for toxo g. Lot 274/ % lot 276/ % lot 278/ % lot 280/ % non-reactive 159,278/ 85.63 256,557/ 86.09 212,504/ 84.6 79,359/ 86.72 equivocal 1,639/ 0.88 2,637/ 0.88 2,184/ 0.87 731/0.8 reactive 25,080/ 13.48 38,826/ 13.03 36,488/ 14.53 11,421/ 12.48 total 185,997. 298,020. 251,176. 91,511. Siemens is requesting the patient sample for further testing at the manufacturer's site. Siemens healthcare diagnostics continues to investigate.